Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. (B)(6) tested 30 minutes apart, (B)(6) tested 10 minutes apart; (B)(6) tested 30 minutes apart for first test; second test was 15 minutes after lab test.